Manufacturer narrative:
Evaluation summary: at the time of return, the instrument had a potential field age of approximately 3 years. The instrument appears to have been used a number of times from the evidence of impaction marks on the strike surface. In addition, the instrument also contains damage on the side of the instrument which can result in unintended loading condition for the threads. The increased stresses may exceed the material strength of the threads and become damaged as exhibited in the returned devices. As returned, the leading threads on the cup positioner have fractured off. The manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the surgeon attempted to impact the cup and it continually released from the cup due to being cross threaded. Upon receipt of the product, it appears that a small portion of one of the threads has fractured off.